Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power issue (no power). There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06-may-2019 with the following findings: on investigation, no unexplained power interruptions were observed in the black box download, but pump information from date of pi has been overwritten due to continued use of the device after the alleged malfunction occurred. No damage was found to the battery cap. The pump powered on normally and was exercised for 12 hours with no power issues or alarms occurring. The pump was opened, and no damage or moisture found to the power circuit. Investigation did not duplicate the complaint.